Manufacturer narrative:
Date of event: (B)(6). Date of report: 23aug2019. The manufacturer's field service engineer could not duplicate the reported problem, but did observe diagnostic code 5003 (high internal o2 alarm) in the device's event log.) The manufacturer's field service engineer ran the unit at set parameters for 0.5 hours with 100% o2 and various o2 levels, and the device cycled normally without alarming. Internal voltage was noted as stable, cooling fans were operational, and there was no evidence of o2 leakage. It was determined that no problems were found, and the device passed an extended self-test. No repair was deemed necessary. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported a ventilator with an o2 alarm. This event was reported to have occurred during clinical use - however, there was no allegation of harm associated with this report.